Manufacturer narrative:
The explanted device and the abandoned lead were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this device revealed the lead safety switch message. The lead was confirmed to have switched from the bipolar configuration to unipolar. A tachy event was noted and was believed to be due to noise that was oversensed. Lead measurements in unipolar and bipolar were within normal limits. Troubleshooting was performed to reproduce the noise; the noise could only be recreated when the patient was lying on her side. An x-ray was performed, but no lead issue was observed. A replacement procedure was planned. During the replacement, no additional lead testing was performed. The chronic lead was surgically abandoned and the device was also replaced as it had been implanted for six years. A new non-boston scientific lead and device were implanted. No adverse patient effects were reported.